Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technician support engineer (tse) troubleshot this issue with the customer over the phone and recommended swapping compressor assemblies for diagnostics. Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).